Event description:
Healthcare professional reported the morning after injection to the "middle third" with juvederm voluma, pt developed inflammation which decreased in the afternoon. Pt was treated with spironolactone and "some of the edema disappeared a little". Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of inflammation and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.